Manufacturer narrative:
The log file of the affected carina was analyzed for investigation. Based on the logged entries the reported problem could be confirmed. The stored error codes indicate an unacceptable deviation between measured turbine rotation speed and the set value which points to a faulty motor blower. In such a case the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that a device error "a008" occurred while using it on a patient. There were no patient consequences reported.